Manufacturer narrative:
No unexpected button error alarms were noted during testing. The pump was received stuck in a critical pump error due to moisture damage on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. Unable to verify all button/keypad unresponsiveness due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a damaged keypad overlay texture and a peeling end cap address label. The pump had moisture damage on the force sensor assembly and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a button error alarm. It was also found the buttons were not functional on the insulin pump. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.